Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 212 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer was advised to clear power loss alarm. The customer states the pump has not been exposed to moisture recently. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.